Event description:
It was reported that upon interrogation the programmer displayed that the device was at end of life (eol). Although the battery voltage was greater than 3.0v, according to the fastpath summary and real-time measurement records. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.